Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject product(s) has been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 2 (08/01/2013) product evaluation: the subject meter was returned on 03/22/2013 and analysis completed on 07/27/2013 by lifescan product analysis with the following findings: the reported unspecified error message could not be reproduced during investigation. A review of the error log data revealed error 1 and 4 message. The meter functioned normally and no issues were found during laboratory testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were found have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.